Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone17.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that when she unplugged charger cable from the controller it was hot, both the cable and adapter felt very warm. Additionally, the adapter sparked when she disconnected it from the outlet. No impact on blood glucose levels were reported. The patient was using an insulet provided charging cable. Medical treatment was not required. A replacement controller and charge cable were provided to the patient.